Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the event day and procedure date? (B)(6) 2020. Did the patient present any consequence due to the pull off suture needle? No. What is the lot number? Ppbdec. Could you please confirm device's availability? No.

Event description:
It was reported that the patient underwent an unknown vascular procedure on (B)(6) 2020 and the suture was used. It was reported that during surgery, the thread separated from the needle at the junction. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 01/20/2021. A manufacturing record evaluation was performed for the finished device batch ppbdec and no non-conformances were identified. Additional h-3 summary: two pictures were received for evaluation. Upon visual inspection of the pictures, a sealed overwrap packet with a strand double-armed of product code w8702, lot # ppbdec could be observed, the sample is intact and no needle pull-off was noted. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.